Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the issues previously reported to ethicon? If yes, pc numbers? If no, how many procedures were involved? Please request event details including following information and create 1 file for each procedure separately: event date. Procedure name. Product code and lot number. Quantity involved. Event description indicating issue with each involved device and when it occurred; in the package; during dispensing (pre-op); during its use on patient. How was case completed? Any adverse patient consequences? What medical/surgical intervention was provided to manage them. Any samples being returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle dismantled and the suture was bursting. There were no adverse patient consequences reported. Additional information has been requested.